Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was not confirmed using the system error logs since only error errors 1-89, c-83, and 1-88 were logged. Visual inspection revealed no issues related to the reported event. During system testing, the unit displayed error m-0b-122 when testing monopolar function, and the erbe log showed error c-00. The unit will be sent to the original equipment manufacturer for additional failure analysis. The complaint was not confirmed by failure analysis. The probable root cause of the customer reported issues could be attributed to error 1-88 found during log review. This includes a parity issue on the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors on the integrated electrosurgical unit erbe. The technical service engineer (tse) confirmed errors m-02 and c-88 in the system logs. The tse guided the customer to use a third-party generator and proceed with the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the erbe initially did not power on with any errors. The procedure was completed robotically with the backup generator successfully.